Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal ventricular catheter (ID 823073) was not returned for evaluation (is not available for return as per customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal ventricular catheter (ID 823073) was implanted for an unknown reason via ventriculoperitoneal (vp) shunt on (B)(6) 2024. There was a suspicion that the ventricular catheter had dislodged. Therefore, the ventricular catheter was replaced on (B)(6) 2026. The patient¿s condition did not improve, so the shunt system, including the valve and ventricular catheter, were explanted on (B)(6) 2026. According to information provided, the shunt system was explanted on (B)(6) 2025 (implanted as replacements on (B)(6) 2025); however, it is unknown if the products are integra.